Event description:
It was reported that during the first inflation inside the patient, the balloon ruptured and the contrast leaked out. There was no clinical consequence to the patient. No further details were provided.

Event description:
It was reported that during the first inflation inside the patient, the balloon ruptured and the contrast leaked out. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. It was reported that during the first inflation inside the patient, the balloon ruptured and the contrast leaked out. The most likely that the reported balloon rupture related to some procedural factors limited the performance of the device, which met all required specifications and was used in according to the labeling. Therefore, it was determined that the reported event was related to operational context.